Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap chole. Incident description: when firing the clip applier, the clips were not clamping down all the way at the apex of the clip. He was not sure if he was squeezing down all the way (plastic-to-plastic). The clip fully loaded into the jaws upon actuation. The surgeon did fully skeletonize the vessel prior to using the clip applier. Opened a second clip applier and had the same issue. Opened a third clip applier and had no further issues and completed the procedure. Patient status: fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed, as the returned unit was used and all clips were loaded and closed properly. The event unit met current specifications. Based on the condition of the returned unit received from the complainant, it is likely that the reported event was caused by the user¿s clip application technique. The instructions for use (IFU) includes the following statements: "fully compress the trigger against the handle to ensure complete clip formation," and "ensure the clip is secure and completely positioned around the tissue being ligated." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap chole. Incident description: when firing the clip applier, the clips were not clamping down all the way at the apex of the clip. He was not sure if he was squeezing down all the way (plastic-to-plastic). The clip fully loaded into the jaws upon actuation. The surgeon did fully skeletonize the vessel prior to using the clip applier. Opened a second clip applier and had the same issue. Opened a third clip applier and had no further issues and completed the procedure. Patient status: fine.